Event description:
It was reported that this implantable cardioverter defibrillator (ICD) went into safety mode prior to implant. The device is expected to be returned for analysis. No adverse patient effects were reported.